Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the needle was clogged making it impossible to deliver insulin. The plunger would not go down due to the clog in the needle. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when the insulin was applied to the patient, the plunger did not go down, making it impossible to apply insulin. Customer reported that the problem is in the needle that would be clogged and not in the plunger.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The returned sample was visually examined and was found to be clogged as light was not able to pass through the needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the needle was clogged making it impossible to deliver insulin. The plunger would not go down due to the clog in the needle. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when the insulin was applied to the patient, the plunger did not go down, making it impossible to apply insulin. Customer reported that the problem is in the needle that would be clogged and not in the plunger.